Manufacturer narrative:
Pump received with a21 alarm during a21 error test due to c13 I/bvoltage leak. No a17 alarm noted. All buttons functioning properly no damage on the keypad assembly. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 216 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.